Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. Customer stated the hi results were obtained after the battery was removed (B)(6) 2018. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/24/2019 and open vial date is three weeks. The meter memory was reviewed for previous test result history: result 1:hi date:(B)(6) time:(B)(6) fasting; result 2:hi date:12:00p time:(B)(6) fasting; result 3:278mg/dl date: (B)(6) time:9:05p fasting; result 4:119mg/dl date:(B)(6) time:6:54p fasting; result 5:95mg/dl date: (B)(6) time:5:23p fasting.